Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy due to post sensed t wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.